Manufacturer narrative:
On 10-may-2023, the product investigation was updated for the non-returned product to include the manufacturing record evaluation. The manufacturing record evaluation was performed for the finished device 30966113l number, and no internal actions related to the complaint was found during the review. The manufacture date (section h4) was updated to 06-jan-2023 and the expiration date (section d4) was updated to 05-jan-2026. The h6 type of investigation had "analysis of production records (b14)" added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a heart block av (atrioventricular block). It was reported that a-v extended during the ablation of slow pathway. Although the physician waited for about 30 minutes, the a-v remained extended than the preoperative a-v and did not return to its original state. The location was 9 mm from the tag placed in his. There were no abnormalities observed prior to and during use of the product. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that the relationship between the adverse event and the product was unknown. It appears that the medical team is stating that the catheter did not cause the original av block and that the av is a pre-existing condition. However, bwi cannot completely disassociate the catheter from the event since ablation was performed. Additional information- the lot numbers of the reported catheters were d134805/lot30966113l and d128211/30938725l. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that the relationship between the adverse event and the product was unknown. No medical intervention required. Outcome of the adverse was fully recovered. The patient was discharged from the hospital on (B)(6) 2023. No extended hospitalization required. Smartablate generator was used, product code: m4900207, serial number: (B)(4)." Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.